Event description:
Revision occurred approximately 5 weeks after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 36 mm centered glenosphere and 36 mm + 3 standard humeral cup explanted. These parts were replaced with a 40 mm centered glenosphere and 40 mm + 3 135/145 stability humeral cup.

Manufacturer narrative:
Revision occurred after 5 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.